Event description:
A 24mm amplatzer septal occluder (aso) was placed across the defect and looked secure on echocardiogram and also after the wiggle test. The aso was deployed and moved only slightly higher at the aortic edge. Upon extubation, the patient coughed and experienced atrial fibrillation (af), but the blood pressure remained stable. A transesophageal echocardiogram (tee) was performed which showed the aso had embolized into the left ventricle outflow tract (lvot). The patient was transferred to surgery for device removal and surgical closure of the defect.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder (aso) was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test 9f torqvue loader without any deformities. The cause of the embolization remains unknown.